Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "on (B)(6) 2024 we faced a very significant resistance and major difficulties in removing the cob connector from the intubation tube when the trach care system was inserted. No clinical consequences observed during this incident. We carried out the test on other tubes." Associated complaints:(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2024 we faced a very significant resistance and major difficulties in removing the cob connector from the intubation tube when the trach care system was inserted. No clinical consequences observed during this incident. We carried out the test on other tubes." Associated complaints: 8040412-2024-00225, and 8040412-2024-00226.